Event description:
Additional information was received from the patient: they have not yet contacted their doctor about their therapy issues. Patient clarified that they have no pressure in the head and had no overstimulation of the hamstring. The therapeutic effect was just not as good as what was expected.

Manufacturer narrative:
H6 codes have been updated to reflect new information. These codes no longer apply: device codes a0904, a090407; patient codes c50499, c50683, c50787; ime codes e0138, e2103; imf f0103. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported the patient is not getting the results that they would have hoped for. Patient said they are getting a 50% reduction in symptoms. Patient has tried increasing stim. Patient said they feel a little overstim in their hamstring. Patient said they always have an annoying pressure in their head that they didn't have before they increased stim. Patient said the trial worked well. Patient wanted to know what program they should be on, reviewed programming. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.